Manufacturer narrative:
Qn#(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be clearly determined because of unavailable defective device and lack of information about reported defect. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
During the extraction of the specimen (vesicle) through the hole of the trocar (size 11), the device broke: the wire separated from the bag and the bag broke also its distal end. The patient's gallbladder was full of stones and it got stuck in the hole the of the trocar. The extraction was difficult with the presence of stones on the surface and at the level of the aponeurosis. The surgeon removed the maximum number of stones but thinks that some stones probably remained in the peritoneal cavity. Apparently, this is not the first time that this kind of incident has occurred with this type of device. After the extraction of the vesicle the staff performed an abundant washing and antiseptic application. The bag was not pulled on strongly to remove. The patient was well curarized and I had also widened the umbilical orifice so as not to have any problems. The wire broke as soon as it came out and then the bag broke. Some stones entered in the abdomen, but the patient was fat so it was impossible to look for them. It was not possible to do another examination. I provided him antibiotic therapy for 1 week. So, there was a risk of infection or abscess of the wall.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During the extraction of the specimen (vesicle) through the hole of the trocar (size 11), the device broke: the wire separated from the bag and the bag broke also its distal end. The patient's gallbladder was full of stones and it got stuck in the hole the of the trocar. The extraction was difficult with the presence of stones on the surface and at the level of the aponeurosis. The surgeon removed the maximum number of stones but thinks that some stones probably remained in the peritoneal cavity. Apparently, this is not the first time that this kind of incident has occurred with this type of device. After the extraction of the vesicle the staff performed an abundant washing and antiseptic application. The bag was not pulled on strongly to remove. The patient was well curarized and I had also widened the umbilical orifice so as not to have any problems. The wire broke as soon as it came out and then the bag broke. Some stones entered in the abdomen, but the patient was fat so it was impossible to look for them. It was not possible to do another examination. I provided him antibiotic therapy for 1 week. So, there was a risk of infection or abscess of the wall.